Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Isometric testing was performed and noise was not reproduced. No intervention was performed and the physician elected to monitor the patient.